Event description:
It was reported that the patient's model 106 generator spontaneously disabled itself and, as a result, the patient experienced an increased in seizures. The patient's autostimulation and magnet mode output current were identical, which indicates that the patient's generator is susceptible to burst watchdog timeout disablement. The manufacturer's device history records were reviewed. The generator passed final functional and quality inspections prior to distribution. No further relevant information has been received to date.